Event description:
The generator analysis was completed on (B)(6) 2013. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications. The calculated (from ram and flash data) vbat voltage was found to be lower than the actual battery voltage (as measured with a dmm while the battery was still attached to the pcb). The low vbat resulted in the device replacement notifications (ifi = yes, neos, etc.) Even though the actual battery voltage was above the warning level, this is most likely related to the exposure from electro-cautery use.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the generator met all final testing requirements prior to distribution.

Event description:
It was reported that the patient's generator was replaced on (B)(6) 2013 due to premature end of service. Tje device was returned and is pending product analysis.

Manufacturer narrative:
Corrected data: additional information shows that the event date is the date of implant; therefore, the patient age at the time of the event is being updated. Date of event, corrected data: additional information shows that the event date is the date of implant.

Event description:
Reporter indicated that it was felt a patient¿s vns generator had reached an ifi = yes condition (8-18% battery capacity remaining) prematurely. The patient has been implanted with the vns since (B)(6) 2012. The patient has been at the same settings (2ma/20hz/250 pulse width) and 29% duty cycle. The reporter confirmed that the patient had no recent surgeries in which electrocautery was used. All attempts for additional programming history from the reporter have been unsuccessful to date.

Event description:
Review of additional decoder data from (B)(6) 2012 to (B)(6) 2013 shows that the device was first interrogated on (B)(6) 2012 at eos pulse disabled (0/30/500/30/5/0/500/60). This indicates that the device was likely hit with electrocautery during device implant. This would account for the decreased in generator longevity. A previous investigation concluded that devices hit with electrocautery would experience a 48% decreased in battery life: this is consistent with this suspect medical device.